Event description:
A home pt contacted baxter's technical service center regarding a check lines and bags alarm during prime. Reportedly, the home pt uses two drain line extensions and they had not been changed for weeks. There was no report of pt injury or medical intervention associated with this report per the home pt.